Event description:
The user reported having a fluctuation of sound when using the audio processor and then beginning on (B)(6) 2021 all sound was lost. The user has been re-implanted. This refers to report 9710014-2022-00007. Please refer to this report for further information.